Manufacturer narrative:
(B)(4). The device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, physician communication ((B)(6) 2009).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pt's lead was replaced, it was noticed that the titan anchor had separated from the silicone part of the anchor. This occurred less than two weeks following the initial implantation of the anchor. The anchor had been loosened once in a previous lead revision. The anchor looked and worked fine following that revision and was, therefore, reused. A new titan anchor was implanted following the most recent issue. There was no injury to the pt. The pt was doing "fine."